Event description:
My knee was replaced on (B)(6) 2015 with the conformis itotal implant kit right that was recalled in august 31, 2015. My knee replacement failed. I underwent a total knee revision on (B)(6) 2017 with a different implant with none of the swelling and difficulties. I experienced with the conformis recalled implant. I would like to know why pts that were implanted with the recalled product were not informed of potential problems. Thank you.